Manufacturer narrative:
It was reported that pieces of lint fell into the surgical site during use. The lint was removed and the wound was irrigated with normal saline. There was no report of any injury or adverse patient consequence as a result of this incident. Two used gauze sponges were returned for evaluation. Lint was found on one of the two returned gauze sponges. It is unknown if the gauze was unfolded during use. Unfolding the gauze can lead to the exposure of the unfinished edge and can increase the chance for lint to occur. A root cause has not been confirmed.

Event description:
Lint came off of the gauze sponge and fell into the surgical site.